Manufacturer narrative:
Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site arjo med. Ab ltd (under registration (B)(4)). As of (B)(4) 2010, that number was de-activated due to the site no longer being a manufacturer. Going forward, complaints related to this product are to be handled by arjo hospital equipment (B)(4) and any medwatch reports will be submitted under registration (B)(4). This was one of the first uses of this sling when the waist belt buckle broke (sling ordered (B)(4) 2011). Further information will be provided upon manufacturer's investigation.

Event description:
Resident was placed into the standing sling and then onto the sara 2000 lift. After being transferred to a chair and being released from the sling, the waist belt buckle broke. The resident was safely in the chair when removing the sling. It was then that the care giver realized that the waist belt buckle had broken. This resident utilizes this sara 2000 lift and standing sling to assist with her transfers and had no injuries when transferred. It is unknown how the waist belt buckle broke.